Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A3b: gender: n/a. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: reporter name : requested, unknown. E1: phone number: requested, unknown. E2: health professional: unknown. E3: occupation: unknown. The actual sample was discarded by the involved facility. Confirmation of the provided image: it was found that the purge line of oxygenator had been fractured from the port. Our past experience: we have experienced that similar fracture may have been occurred when momentary external force was applied while the product was cold. The local temperature from the serial number of actual sample ((B)(6) 2023) to the date of occurrence ((B)(6) 2024) was investigated. It was found that the minimum temperature was below zero. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly was found in the manufacturing records. As a possible cause of occurrence, from our past experience, it was inferred that after the product was shipped from the factory, during the distribution process in the cold season, momentary force was applied while the product was cold, causing it to fracture. However, since the form of break on the actual product could not be confirmed, it was not possible to identify the cause of this case. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g., cracked) or any of the port caps are off." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that when opening the external package, two oxygenators were found by perfusionist with a broken purge line port and disconnected purge line at place of connection with oxygenator body. According to him, this could not be occurred during transportation (no signs) or removing oxygenator from the box. The defects were identified through the transparent package (before opening). The procedure outcome was not reported. The patient was not harmed.